Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) and electric shocks were delivered. Additionally, this right ventricular (rv) lead exhibited functional loss of capture (loc). Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device system remains in service.